Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v884818, implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: lead.

Event description:
The patient via manufacturing representative reported that they had their device explanted because they were getting poor results and needed frequent programming. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.